Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib fault 78" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and the battery interconnect board was replaced to remedy the problem condition. Analysis of failures of this type has not identified an increase in trend.